Event description:
It was reported that the patient was revised due to dislocation and wear of the poly implant. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review identified abnormal eccentric position of the femoral head within the acetabular cup reflecting polyethylene liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown; unknown stem, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034 -2019-01968. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date for an unknown reason. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.